Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media posting that they recently experienced a blood glucose level of 40 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.